Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a touch screen malfunction. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that the touch screen kept failing the calibration. The customer called back on (B)(6) and said he was able to calibrate the screen and no longer needed a service visit. The iabp was then cleared for clinical service.